Event description:
It was reported that the patient needed an MRI but was experiencing high impendences on 1 of the 3 leads . As a result, surgical intervention was undertaken wherein the impeded lead was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8477819 common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6367648.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.